Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010; test 1: 0.9; test 2: 1.5. (B) (6) 2010; 1.3; 1.9. (B) (6) 2010; 3.1; 3.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr = 0.9; 2nd inr = 1.5; mean = 1.20; sd = 0.42; %cv = 35.36. (B) (6) 2010; 1.3; 1.9; 1.60; 0.42; 26.52. (B) (6) 2010; 3.1; 3.9; 3.50; 0.57; 16.16. Since 16.16% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time.